Event description:
Per complaint (B)(4), there was swelling observed around a patient's abutment. When the healing abutment was rotated, the dental implant was also loosened. The patient experienced delayed healing. The dental implant was explanted.